Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was broken. The following information was provided by the initial reporter, translated from spanish to english: a syringe had a broken plunger.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was broken. The following information was provided by the initial reporter, translated from spanish to english: "a syringe had a broken plunger."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0083432. All inspections and challenges were performed per the applicable operations qc specification.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-dec-2022 h6: investigation summary customer returned a single 0.5ml, 31 gauge, 6mm syringe from lot 0083432. This syringe has had its thumbpress broken from the proximal tip of the plunger rod. Additionally, the plunger cap¿s base is compressed to the point that it has split in certain spots. A review of the device history record was completed for batch# 0083432. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the plunger being broken. A definitive root cause cannot be determined. H3 other text : see h10

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was broken. The following information was provided by the initial reporter, translated from spanish to english: "a syringe had a broken plunger."